Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion set issues and absence of no delivery alarms. The customer was assisted with troubleshooting for no delivery alarm. The customer blood glucose level at the time of the incident was unknown. The customer stated that they were reporting a past event that was resolved by a infusion set change. The customer did not have the product to return. The insulin pump's history was reviewed and two instances of no delivery alarm was found but the customer stated that they've changed infusion set four times. Troubleshooting for absence of no delivery alarm was performed. The customer was advised to check status screen for remaining insulin amount and to program a fixed prime until insulin was visible at the end of tubing. Troubleshooting for bent cannula was performed pertaining to the no delivery alarm troubleshooting. The customer stated that their blood glucose level was in the 300mg/dl and upwards to 480mg/dl. The customer declined to troubleshoot for the high readings. During troubleshooting, it was that the customer stood up right to insert the infusion set, had sufficient tissue, used a serter, no visible scarred/hardened tissue, but the cannula bent on the first day. The customer was advised of recommended handling guidelines and to change infusion set. No product will be returned for analysis.